Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon burst. A 6x200mm, 150cm ranger drug coated balloon was selected to treat the patient's stenosis in their superficial femoral artery. The lesion was non-tortuous and mildly calcified. The balloon burst before reaching normal bar. It was totally removed from the patient's body. No patient complications were reported. The procedure was completed with a different device. The patient's status after the procedure was stable.